Event description:
(B)(4).

Manufacturer narrative:
The report is being submitted under (B)(4) by the MFR arjo hospital equipment (B)(4) on behalf of the importer (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.